Event description:
It was reported that the patient had frequent power cable disconnect alarms and low voltage advisories on (B)(6) 2022 while connected to both patient cables and batteries. Upon inspection of the patient cables, a noticable kink was found in the white cable. The cable was replaced, however, after the cable was replaced, the alarms persisted. There was no evidence of damage to the driveline or controller power cables. There were also no bent pins of the black and white cables or bent pins in the battery clips. The battery clip contacts were cleaned and new batteries were given to the patient, which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage advisory alarms while connected to the patient cable were unable to be confirmed via review of the log files; however, the alarms were confirmed during product testing. The 14v patient cable (lot number: 11021010801) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 1 day ((B)(6) 2022 from 03:32:56 ¿ 08:57:15 per timestamp). Atypical power cable disconnect alarms were intermittently active on (B)(6) 2022 from 03:36:48 ¿ 08:56:48 coincident with rsoc invalid faults occurring on both power cables. The alarms occurred while the controller was connected to battery power and not the patient cable. The alarms cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. The patient cable was connected to a calibrated power module, system monitor, and mock loop and the power module immediately began to alarm. The patient cable was cut open and damaged wires were found. The root cause of the reported event was conclusively determined to be caused by damaged wires in the patient cable. The device history records for the 14v patient cable (lot number: 11021010801) were unable to be reviewed due to the records being maintained by the vendor and are unavailable. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate ii instructions for use (IFU) section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ states that power module preventative maintenance must be performed at least once every 12 months, which includes replacing the patient cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.